Manufacturer narrative:
Failure event observed during analysis. Final analysis found that device had entered backup vvi mode due to code corruption and a power-on reset. After the device was recovered from bvvi, it was tested on the bench and no anomalies were found. The cause of the por could not be determined.

Event description:
This report is to advise of an event observed during analysis.